Event description:
It was reported this balloon ruptured at twenty atmospheres on the first inflation during an arteriovenous fistula graft dilatation procedure. Upon withdrawal of the balloon catheter, it was noted the balloon material had detached in the patient. An attempt to percutaneously retrieve the detached balloon material with a snare was unsuccessful. The patient was transferred to surgery where a cut down was performed to successfully retrieve the detached balloon material without any patient complications. The procedure was successfully completed with this unit. The patient's condition is good and was discharged the same day. This device is currently being evaluated by this manufacturer. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed, and revealed on other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to this event. However, co is unable to determine the exact cause for this event.